Manufacturer narrative:
Zimvie complaint number (B)(4). Patient ID not provided. Patient weight not provided.

Event description:
It was reported that the abutment screw was found loose at the site. Upon investigation it was actually fractured and was removed and replaced.

Event description:
Per investigation results the abutment is not fractured but the retaining screw.

Manufacturer narrative:
Zimvie complaint number (B)(4). Per investigation findings the abutment reported as a fractured is not fractured. An additional retaining screw was found fractured. This event is therefore no longer reportable , no additional reports would be submitted.